Event description:
It was reported that the patient expired. Data showed patient experienced vf on (B)(6) 2011. During vf, therapy was delivered, however, failed to convert the patient. Low impedance was noted. Lead anomaly suspected. Daily measurement showed normal measurements up until (B)(6) 2011.

Manufacturer narrative:
A partial lead with only the connector pins was returned. Analysis was normal. No anomaly found. A complete analysis could not be performed without return of the entire lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.